Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint "the stapler stopped in the middle of the operation and could not release the grip." Failure analysis found the primary finding of unclamp failure to be related to the customer reported complaint. The instrument was found to have an unclamp failure but was not replicated in house. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, clamped, fired, and unclamped without any issues. No damage found. The logs also show the release tool was detected.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, the sureform 45 stapler instrument was used for a surgical task ("s6 sectional resection"). The instrument successfully fired the 1st staples during pulmonary parenchyma treatment; however on the 2nd fire using the green reload stopped in the middle and the user experienced an issue releasing the instrument grip. The customer received phone assistance from the technical support engineer (tse). Tse assisted the user by instructing them to use the manual release knob (mrk) and this resolved the issue. Instrument jaws was able to safely and successfully open and instrument was able to be removed without issue. Reporter noted that all the fired staples were properly formed and there was no issue related to transection. A backup instrument was used to complete the surgical task. No further issue was observed. The user continued with the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument / accessory was inspected prior to use. Surgeon confirmed that during the second fire of the lung parenchyma treatment, the stapler stopped midway and mrk was used to open the jaws and safely release the tissue. At the time of the issue, system displayed the possible failure detected while unclamping. Use grips to verify jaws are open. Do not reuse. Move grip to match instrumen. And stapler unseated from are. Manual release knob may be required to remove stapler from tissue prompts. No obstructions such as clips, staples, or other hard material between the instrument jaws were reported. Surgeon confirmed no holes observed in the staple line. The surgeon checked after the release and staples were formed without any problem. No staples were missing from the staple line. No clamping issue experienced prior to firing the stapler reload.